Event description:
It was reported that the device's diagnostic lead trends were showing that the data was invalid. The data was able to be obtained from a save to disk. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted oversensing and 1 - ventricular non-sustained tachycardia (nst) =160 ms average v-cycle occurred on (B)(6) 2010.